Event description:
It was reported that the roll-off took an abnormally long time and the patient experienced burns. A rf3000 radiofrequency generator was selected for a radiofrequency ablation procedure. During the procedure, the p1 message appeared on the rf 3000 console, and then disappeared. According to the radiologist, the roll-off took an abnormally long time to obtain, given the size of the lesion to be treated. The patient experienced at least 2nd degree burns (skin appeared like cardboard) on each of the maestro grounding pads. The procedure not completed due to this event.